Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the non dependent and asymptomatic patient presented in clinic. Upon review of stored auto mode switch episodes, the atrial lead exhibited far r-wave oversensing and the right ventricular lead exhibited intermittent ventricular undersensing. It was noted that the r-waves were greatly variable. The issue was resolved through programming changes. Patient was stable.